Event description:
It was reported in a literature publication that thirty-one patients with single-level cervical disc disease received the prestige lp disc replacement from june 2008 to december 2009. Patients were assessed at 24 months follow-up. Study included 18 males, 13 females. Average age at operation was 42 years (range 29-54). Cervical arthroplasty included c3-c4 in 1 case, c4-5 in 2 cases and c5-c6 in 28 cases. Student¿s two-sided t test was used to assess the joa, ndi and vas of each patient pre-operatively and post-operatively at 24 months. Clinical values are provided in table 1. All patients showed statistically significant improvement in all measurements above at 24 months. The neck pain disappeared completely in 9 patients, and the arm pain entirely subsided in 17 patients. There was no case of loosening, migration or subsidence of the prosthesis, and no patient was re-operated at an adjacent level. All the 19 patients with lordotic alignment pre-operative maintained the lordotic curvature, except one patient became kyphotic post-operatively. In seven patients with pre-operative straight alignment, the spinal alignment in two patients remained straight, four patients became lordotic and one patient became kyphotic. In five patients with pre-operative kyphotic alignment the spinal alignment in two patients became lordotic and three patients remained kyphotic.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.